Event description:
It was reported that the patient experienced malposition of the artificial urinary sphincter (aus) pressure regulating balloon (pbr) due to a small dehiscence in the inguinal fascial incision. The aus device was previously implanted six weeks ago and during patient follow-up visit, the doctor noticed that the prb had migrated from the original location to the scrotum. The prb was removed from the scrotum and replaced with a new prb using a suprapubic incision. Additional information received stated that the balloon migration has created a significant concern that the patient would not be able to cycle the pump due to its close proximity to the balloon. The patient is reported to be doing well and being able to cycle the device after the procedure.

Event description:
It was reported that a patient had surgical revision of artificial urinary sphincter (aus) pressure regulating balloon (pbr) due to migration. The aus device was previously implanted six weeks ago and during patient's follow-up visit, the doctor noticed that the prb had migrated from the original location to the scrotum. The prb was removed from the scrotum and replaced with a new prb using a suprapubic incision.